Event description:
Info received indicates the head section was lowering by itself and going into the trendelenburg position at the same time.

Manufacturer narrative:
The facilities engineer stated he could not duplicate the failure. Hill-rom technical support suggested checking the CPR adjustments and the head drive assembly. The facility has not returned hill-rom's attempts to determine the resolution.